Event description:
The pt's treating neurology office reported that the pt was implanted with their vns in 2009 and since that time has had hoarseness. The vns has not been programmed on. Further info was attained from the pt's ent physician. Reporting the pt had no cough, no swallowing issues, and no drainage from incision sites, but is persistently hoarse. No reflux noted. The ent physician was unable to perform mirror laryngoscopy related to the pt's gag reflex. Hoarseness on left side was reported to be likely due to possible left vocal cord paralysis or palsy. The pt was scheduled for flexible laryngoscopy under anesthesia related to their gag reflex. At this time good faith attempts have been made for additional details surrounding the event to determine the outcome of the laryngoscopy and if any interventions are planned. No further info has been provided.